Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a highest blood glucose of 383 mg/dl, after placing the infusion site higher than usual on the abdomen; the tubing test was successful, and the user changed the infusion site to a different area. Symptoms included feeling hot, malaise, and nausea. Outcomes included elevated blood glucose without alerts or alarms from the device and without hospitalization. Investigation included guided troubleshooting and user education, including tubing verification and infusion site replacement. Investigation of this case revealed that the prior infusion site location was likely suboptimal, with no evidence of bent cannula or device alert activity, suggesting impaired insulin delivery at the insertion site rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with site-related insulin absorption issues. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.